Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2010; product ID: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined pacing impedance and noise and a lead integrity alert (lia) had been triggered. The lead was reported to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.